Manufacturer narrative:
One workmate claris amplifier was received for evaluation. The returned workmate claris amplifier was powered on and no signal was displayed using a test standard catheter interface module and ECG simulator. The ECG bio amplifier card was temporarily replaced with a test standard card and normal signal was displayed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The reported field event was isolated to a non-functional ECG bio amplifier card.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a paroxysmal supraventricular tachycardia (psvt) ablation procedure the ECG signals would not display on the real time monitor of the recording system when the amplifier was powered on. The issue was not able to be resolved and the procedure was cancelled after the patient was already prepped and in the procedure room. There were no adverse consequences to the patient.